Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a high frequency of hypoglycemia concerns based on cgm metrics and clinician review, with time in range 53.9%, low 5.3%, very low 2.5%, and clinical observations suggesting overtreatment of hypoglycemia and missed meal announcements while using the ilet system with a higher cgm target. Symptoms included hypoglycemia. Outcomes included no injury requiring medical or surgical intervention and no hospitalization. Investigation included review of device-generated data and user-reported use patterns. Investigation of this case revealed patterns consistent with user technique issues, specifically missed meal announcements and corrective overtreatment, rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was attributed to user technique and use environment.